Event description:
It was reported the device was dropped and screen cracked. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the device was dropped. Analysis found the lcd (liquid crystal display) lens is cracked. Analysis also found the upper case, lower case, both bail covers, and the battery drawer are broken. Ring and ring cover are missing and the keyboard is damaged. (B)(4).